Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked the system and found that systems boot-up was stuck at 00:00. After reviewing log file, it is found that grabber card errors. Upon troubleshooting, onsite service fse found that that the issue was most likely caused by a defective flex vision pc (grabber cards failed and would not load software). The frame grabber captures the video from the system. To resolve the problem fse replaced the flex vision pc and reloaded all necessary software and return the part for further analysis and it found that the failed component was frame grabber card. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. To resolve the problem philips has initiated a medical device correction z-1144-2024. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was stuck at 00:00 and unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.